Manufacturer narrative:
Investigation conclusion: aa review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient info source: phone.

Event description:
False positive flu a confirmed via culture. Procedural errors identified and reviewed for correction. Unknown if patient was symptomatic.